Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03078. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and dysfunctional uterine bleeding. The patient underwent a revision of mesh urethropexy with removal of mesh on (B)(6) 2006. The patient underwent a hysteroscopy, dilation and curettage, and endometrial ablation on (B)(6) 2008. It was reported that patient underwent resection of vaginal mesh transurethral coaptite injection and cystoscopy for vaginal mesh erosion and recurrent urinary tract infections on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent the following procedures: on (B)(6) 2008, removal due to erosion; on (B)(6) 2013, removal due to erosion. (B)(4) ¿urinary problems; bowel problems; undefined recurrence; dyspareunia. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03078. The same patient is represented in each medwatch.